Event description:
A male underwent initial aaa repair in 2005. One main body graft and two iliac leg grafts were placed with the left limb having only 1 cm of purchase into the left common iliac. Over time, this limb popped into the aneurysm sac causing an endoleak. In 2008, the physician placed a wire up the left side and used another iliac leg graft to extend the limb down to right above the left internal iliac and obtained a good seal. Patient is doing well.

Manufacturer narrative:
Evaluation: still under investigation.